Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects inside the channel, the channel tube had foreign objects, the forceps channel port had foreign objects, and residual liquid or foreign material was expelled from the suction cylinder. There was no patient involvement.